Event description:
It was reported that the patient had developed an infection at the implantable pulse generator (ipg) pocket site. The patient had erythema, purulent drainage and open wound. The physician confirmed that the infection was not device related. It was noted that the patient was reported to have been picking at the site, causing the infection. The patient was administered with antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices kept by the facility. There was no device malfunction that was suspected. The patient w asdoing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8352-70. Serial number: (B)(6). Batch/lot number: 21280284. Model/catalog description: coveredge x 32 surgical lead kit 70 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 21443636. Model/catalog description: clik anchor. Unique identifier (UDI)#: (B)(4).